Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blender pca needs to be replaced to address the issue. The device was replaced without repair as per a request from the customer due to delay in the delivery of the oxygen blender pca.